Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported she had high blood glucose level and bent cannula when she took out the cannula. Her blood glucose level was 250 mg/dl at the time of incident and she changed the site and had a bolus. She was hospitalized for diabetes ketoacidosis and high blood glucose level. Her blood glucose level was 400 mg/dl at the time of hospitalization. Her blood glucose level could not be controlled with her pump. The site location was at the right thigh. The patient was in the intensive care unit at the time of reporting and had been there for 4 days. Currently, her blood glucose level was 167 mg/dl at the time of reporting. No further information available.